Manufacturer narrative:
Result: discrepant head right siderail cable and cable extension.

Event description:
It was reported by service report that head-end right siderail cable and cable extension were causing the bed to lock up electrically. Scale and bed exit functions were fully functional. No pt involvement or adverse consequences were reported.